Event description:
Pt reported experiencing elevated blood glucose of 611 mg/dl. He indicated that he felt dizzy, blurred vision, thirst and frequent urination. Pt stated that he went to the hosp and the infusion device was removed. He was treated with insulin drip. Pt reported that his blood glucose returned to a normal range. He indicated that he returned to using the infusion device and his blood glucose level began to increase. Pt adjusted his basal rates and his blood glucose returned to normal. Troubleshooting of the infusion device indicated the device functioned properly. Product was not requested to be returned for eval.